Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06193114. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) . Anesthesia: general endotracheal. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure: laparoscopic ventral incisional hernia repair with mesh. Estimated blood loss: minimal. Fluids given: 1000 ml crystalloid. Specimens: none. Drains: none. Counts: sponge, needle and instrument counts were reported as correct x2 at the end of the case. Complications: none apparent. Disposition: postanesthesia recovery in satisfactory condition. Indications: the patient is a 47-year-old woman who has had a prior laparoscopic cholecystectomy and has developed an incisional hernia at the periumbilical access site. Description of procedure: ¿a parq [procedure, alternative, risk, and question] session was held and written informed consent obtained. The patient was identified and placed on the operating room table in supine position having previously received intravenous antibiotic and having sequential compression dressings applied to the lower extremities. General endotracheal anesthesia was induced. The patient¿s abdomen was thoroughly prepped and draped in the usual fashion. One percent lidocaine with epinephrine was infiltrated at all incision sites. A left upper quadrant veress needle insertion was used and pneumoperitoneum was obtained easily. A 12 mm trocar was placed in the left upper quadrant. A 5 mm trocar was placed in the left lower quadrant and in the right lower quadrant as well. Some adhesions of omentum to the hernia site were taken down sharply. This exposed the hernia site which was a total of 8 cm in diameter. A piece of dual-sided gore-tex mesh 15 cm in diameter was used. This was introduced into the abdomen and unfurled. Eight transfascial fixation sutures of 0 gore-tex material were used radially around the edges of the mesh. Small stab incisions and a suture passer were used to affix these. Finally, the entire edge of the mesh was tacked approximately every 1 cm with spiral tacks. The pneumoperitoneum was deflated and the laparoscopic instruments were removed. The incisions were closed with absorbable suture.¿ (B)(6) 2007: (B)(6) . Implant record. Implant sticker. Implant location: abdomen. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05015069. W. L. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05015069) was implanted during the procedure. (B)(6) 2009: (B)(6) . Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: explantation of old mesh, repair of recurrent incisional hernia with mesh. Assistant: allison roberts, pa-c. Anesthesia: general endotracheal tube. Anesthesiologist: dr. Anderson. Estimated blood loss: minimal. Intravenous fluids: a liter of crystalloid. Indications for procedure: the patient is a pleasant lady who presented with a recurrent incisional hernia. After discussing the options with her, holding a full parq [procedure, alternative, risk, and question] conference, we proceeded to repair this. Intraoperative findings: the patient had a very small mesh that had been placed previously. This was removed and a new mesh was placed. Description of procedure: ¿after adequate anesthesia was induced, the patient was prepped and draped in the normal sterile surgical fashion. We made a 10 cm incision in the midline of her abdomen and dissected down and were able to identify the herniated contents and also the mesh that seemed to have shrunk and was very small and was not covering the defect. We explanted the mesh using cautery and scissors. With this being done, we had a fairly large defect. We cut a piece of gore-tex dualmesh to 14 x 10 cm. This was sewn in circumferentially using ethibonds. We put approximately 15 stitches around this to keep it in place. We then closed the fascia over the mesh using interrupted ethibonds in a figure of 8 fashion. We then closed the subcutaneous tissue with vicryls. The skin was closed with staples. Sterile dressings were applied. He [sic] tolerated it well and was taken to recovery room in stable condition. All sponge, instrument and needle counts were correct at the end of the case.¿ (B)(6) 2009: (B)(6) . Implant sticker. Implant location: abdomen. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06193114. W. L. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06193114) was implanted during the procedure. (B)(6) 2009: (B)(6) . Pathology report. Accession number: (B)(4). Tissue: explanted ventral hernia mesh. Clinical data: incisional hernia repair with mesh. Gross pathologic diagnosis: hernia, ventral, excision: hernia sac. Explanted ventral hernia mesh, repair: material consistent with explanted mesh. Gross description: received labeled ¿thomas¿ and explanted ventral hernia mesh is a single fragment of partially saccular gray fibromembranous tissue measuring 11 x 8.5 x 1.5 cm. The fibrous tissue covers a 10.5 x 4.5 cm gray-white material with metallic clips present. Discrete masses are not identified. No tissue is submitted. (B)(6) 2010: (B)(6) . Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Name of operation: repair of recurrent incisional herniorrhaphy with mesh (prolene hernia system). Description of procedure: ¿the patient was placed in the operating table in the supine position. A peripheral IV had previously been started. The patient was endotracheally intubated under general anesthesia. A foley catheter and ng [nasogastric] tube was placed. The abdomen was then prepped and draped in the usual fashion. She had had a previous incision midline slightly above the umbilicus and she had a dimpling along that incision. An elliptical incision was made taking out the dimpling and the scar. Once this was done, the skin was elevated and dissection was carried down to the hernia and then the hernia sac was dissected out using the bovie cautery and then this was followed down inferiorly deep to the fascia. The fascial defect was identified. There was mesh in the subcutaneous tissue and a portion of this was removed. The hernia defect was identified. It was grasped with the kocher clamp and then the hernia sac was dissected around freeing it up in the subcutaneous base circumferentially and as this was performed, the edges of the defect were grasped. Once this was done circumferentially, the sac and the hernia contents were then tucked into the abdominal cavity and dissection was carried in the preperitoneal space, freeing up the peritoneum circumferentially so that the inner layer of the mesh could be placed. Once this was completed, the connective tissue and adipose tissue on the anterior fascia was then dissected free for a distance of 2-3 cm. The large prolene hernia system was then placed. The inner layer was placed into the preperitoneal space and the edges of the defect were attached to the hub and to the internal layer so that there was no tension. This was done with 0 surgilon. Once this was completed, the outer layer was attached to the anterior surface of the fascia circumferentially and this was all done with 0 surgilon. Once this was completed, the area was irrigated completely with antibiotic irrigation. Marcaine was instilled in the fascia. The fascial defect was closed with interrupted 2-0 monocryl. The subcutaneous tissue was then infiltrated with marcaine. Hemostasis was obtained using bovie cautery. The skin flaps were created medially and laterally so that the skin edges would approximate without tension and then the skin was closed with skin clips. A sterile dressing was applied. She was then taken to the recovery room in satisfactory condition. Sponge and needle counts were correct. Estimated blood loss was 100 ml.¿ (B)(6) 2012: (B)(6) . Operative report. Preprocedure diagnoses: complex giant recurrent incarcerated ventral incisional hernia. Complex medical and surgical history. Morbid obesity. Type 2 diabetes mellitus. Postprocedure diagnoses: complex giant recurrent incarcerated ventral incisional hernia. Complex medical and surgical history. Morbid obesity. Type 2 diabetes mellitus. Procedure: reduction and repair of a large complex recurrent incarcerated ventral incisional hernia with extensive adhesiolysis and removal of mesh from the anterior abdominal wall, component separation of the abdominal wall, and bilateral external oblique aponeuroses, relaxing incisions with bilateral myofascial advancement, implantation of a polypropylene mesh in the abdominal wall, blake drain placement x2 (15 french) percutaneously, and pain pump catheter placement x2. Assistant: eric davis, pa-c. Anesthesia: general. Anesthesiologist: d. J. Barker. Estimated blood loss: 100 ml. IV fluids: crystalloid. Antibiotic: one gram ertapenem. Vt [vein thrombosis] medical prophylaxis: lovenox 40 mg subq [subcutaneous]. Complications: none. Findings: as above. Specimens: abdominal wall with gore-tex (expanded polytetrafluorethylene, sptfe) and polypropylene mesh. Indications: ¿this is a morbidly obese diabetic complex 51-year-old who has had multiple surgeries on her abdominal wall to implant mesh, coming back to a laparoscopic cholecystectomy by dr. Azin 5 or 6 years ago. She developed a port site hernia that he repaired. He subsequently repaired a recurrent hernia. The hernia has continued increase in size with each recurrence and has been repaired by multiple surgeons in central oregon with different types of mesh. The details of her presentation are documented in her admission history and physical form and her general surgery consultation note. She was seen and evaluated by dr. Sproat out in prineville. He felt, given her morbid obesity and complex medical issues and the complexity of the surgery, that she would benefit from surgery in bend in order to have a higher level of care during her postoperative recovery. We tried to coordinate her surgery with dr. Sproat office, so dr. Sproat could participate in her surgery, but unfortunately we were not able to coordinate a date that both dr. Sproat and I could be available. She was therefore scheduled for surgery today at st. Charles medical center in bend. I discussed a very thorough parq [procedure, alternative, risk, and question] with her in the office, answered all of her questions, and she agreed to proceed. I met her husband and answered all of his questions this morning. She received IV fluid hydration and subq [subcutaneous] lovenox (40 mg) and IV ertapenem (1 gram) prior to the procedure. Ted [thromboembolic disease] hose and alps were placed as well. A pause was held by the surgical team prior to commencing. Method of procedure: with the patient in the supine position on the operating table under general anesthesia, the abdomen was prepped and draped sterile. A longitudinal midline incision was performed. Electrocautery was utilized for hemostasis and dissection. There were several large hernia sacs encountered that were dissected out circumferentially and down to the level of the fascia. Hernia sac contained incarcerated omentum. Extensive omental adhesions were taken down off the anterior abdominal wall. There were some thick tubular adhesions from colon up onto the anterior abdominal wall in the areas of the hernias, as well, suggesting that the colon was probably once out in the defects and scarred in, but then reduced, stretching out the adhesions. Those adhesions were taken down utilizing a combination of electrocautery and sharp dissection. The larger adhesions were divided between clamps and ligated with braided nylon suture. There were several significant adhesions that created potential internal hernias that were taken down, as well. There was a large wad, for lack of a better term, of mesh in the anterior abdominal wall, located centrally and off to the right. There were multiple gore-tex sutures in the abdominal wall and some braided nylon sutures, as well, that were removed. The mass of the mesh was excised from the anterior abdominal wall and sent for permanent histopathology. It contained at least two different types of mesh, including gore-tex mesh and polypropylene mesh. A quick survey of the abdomen did not identify any other significant acute or chronic intraabdominal processes. A component separation of the abdominal wall was performed by separating out the posterior fascia from the rectus abdominis muscle, which remained attached to the anterior fascia. Inferiorly peritoneum was separated off of the rectus muscle below the level of the arcuate line. Superiorly, the peritoneum was separated off of the linea alba in the midline. The posterior fascia and peritoneum were then reapproximated as a running layer of looped 0 pds suture. A large, approximately 12 inches x 8 inches polypropylene mesh (hernia mesh) was placed in the retro-rectus space and secured full-thickness to the anterior fascia superiorly and inferiorly in all four corners with a #1 pds sutures. The mesh covered this area nicely with no undue buckling or tension. The anterior fascia would have come together under significant tension due to the large size of the defect and the area where the mesh was removed from the abdominal wall. Therefore, bilateral longitudinal relaxing incisions were performed through the aponeurosis of the external oblique. This gained centrally approximately 6 cm on either side of relaxation with less relaxation superiorly and inferiorly as expected. With this relaxation and myofascial advancement, the rectus abdominis muscles, which were very attenuated, came together along the midline creating a more physiologic abdominal wall. The anterior fascia also came together nicely with no undue tension. The anterior fascia was reapproximated with a running looped 0 pds suture. Bilateral pain pump catheters were placed superiorly into this space just behind the anterior fascia in the rectus abdominis muscles. These were flushed and ultimately connected to a pain pump containing plain bupivacaine. Two percutaneous blake drains were then placed inferiorly, one on each side into the space between the anterior fascia and the subcutaneous fat. These were secured at skin with suture. The wound was irrigated with saline that aspirated clear. Excellent hemostasis was achieved. The 2-0 vicryl suture was then utilized to quilt the subcutaneous layer to the anterior abdominal wall layer along the midline and to close the dead space in the subcutaneous layer in the wound. All sponge, needle and instrument counts were correct. The skin was reapproximated with surgical staples. Xeroform gauze and an island dressing and a bariatric binder were placed. The patient tolerated the procedure well, awoke in the operating room and went to the recovery area with a good prognosis for full recovery from the procedure. These finding were discussed and arrangements were made for admission for continued postoperative care with advancement of her diet and activity as appropriate. I appreciate dr. Ron sproat and dr. Maggie king allowing me to participate in this patient¿s care.¿ (B)(6) 2012: st. Charles health system. Implant record. Implant sticker. Herniamesh. (B)(6) 2012: (B)(6) . Pathology report. Accession number: (B)(4). Tissue: ventral hernia sac with mesh. Clinical data: recurrent ventral hernia. Gross pathologic diagnosis: hernia, ventral, herniorrhaphy: fibromembranous tissue with attached synthetic mesh consistent with hernia sac. Additional fragments of adipose and fibromembranous tissue. Gross description: received labeled ¿thomas¿ and ventral hernia sac with mesh is a 12 x 9 x 2 cm, gray, fibromembranous tissue with attached adipose tissue. Gray-tan, synthetic mesh-like material along with blue sutures are embedded within the tissue. Discrete masses are not identified. Also present within the same container are multiple fragments of adipose tissue with attached fibromembranous tissue measuring 11 x 7 x 2 cm. Masses are not identified. No sections are taken. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic and open ventral incisional hernia repairs on (B)(6) 2009 and (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the second gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring two additional surgeries. Additional event specific information was not provided.